Event description:
It was reported that a malfunction occurred with the pump, showing error code 12-0x2071. There was no adverse impact to the customer¿s blood glucose level, according to the available information, although the customer declined to share specific blood glucose data. The customer was informed that the pump needed to be replaced and complied by arranging return shipment, while the details regarding backup therapy were not shared by the customer. Tandem technical support confirmed the shipping address and provided instructions for the return of the problematic pump. A replacement pump was dispatched, and the customer was advised to return the faulty unit within ten days.